Manufacturer narrative:
The investigation for the reported high purge pressure and thrombus has been completed. Pump was returned for evaluation. Dextrose buildup was present in and around purge gap. Pump was primed with purge cassette that was used in the field and high purge pressure alarms were reproduced. Pump teardown was performed and biomaterial was observed in purge gap under impeller blade. Data logs were reviewed and a gradual increase in purge pressure over an hour and 20 minutes was observed right before high purge pressure alarms were triggered. Clinical details noted that patient was possibly on sub-therapeutic levels of anti-coagulation. The root cause of the high purge pressure was due to biomaterial in the purge gap. The instructions for use states ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ added-d9 device return date.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 57-year-old male with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported the pump had a sudden drop in purge flow and increase in purge pressure. There were no kinks in the tubing. The patient was taken for emergent extracorporeal membrane oxygenation (ECMO) with removal of 5.5 and intra-aortic balloon pump (iabp) placement. There was clot noted on inflow cage upon removal. The patient remained stable throughout.